Event description:
On (B)(6) 2009, patient reported the piston rod on his infusion device would not return. Advised he needed to use a regular alkaline battery. Patient reported the plunger is not stuck on the piston rod. Had patient put in a new battery. Had him to go through the change the cartridge function; the piston rod was returning. Patient stated the black plastic piece was working. He stated there was a silver rod that was sticking up inside of the cartridge compartment and the piston rod came down, but the silver rod stayed up and would not retract. Patient reported he lies on his infusion device sometimes and sweats on it. Patient reported the piston rod did not run rough. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.